Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had been receiving ineffective stimulation. In turn, the patient underwent surgical intervention. Per the manufacturer's device record database, surgical intervention took place on (B)(6) 2016. During the procedure, an additional lead was implanted. Surgical intervention resolved the patient's issue.